Event description:
The customer reported a false positive result with the ID now covid-19 assay performed using kitted swab with nasopharyngeal sample on (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed at laboratory at (B)(6) hospital on (B)(6) 2022 and generated a negative result. Additional confirmation testing via pcr (platform unknown) was performed at cr (B)(6) laboratory - sp on (B)(6) 2022 and generated a negative result. Additionally, testing with an unknown covid antigen was performed at panvel pharmacy on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: updated b3 for additional confirmation testing via pcr (platform unknown) was performed at cr diagnostics laboratory guarulhos airport - sp on (B)(6) 2023 instead of (B)(6) 2023 and generated a negative result. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m174526 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m174526 and device part number 190-430 lot m174526. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m174526 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. H3 other text : device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed using kitted swab with nasopharyngeal sample on (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed at laboratory at hospital (B)(6) on (B)(6) 2022 and generated a negative result. Additional confirmation testing via pcr (platform unknown) was performed at (B)(6) - sp on (B)(6) 2022 and generated a negative result. Additionally, testing with an unknown covid antigen was performed at (B)(6) pharmacy on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional information: updated b3 for additional confirmation testing via pcr (platform unknown) was performed at (B)(6) - sp on (B)(6) 2023 instead of (B)(6) 2023 and generated a negative result. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m174526 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot m174526 and device part number 190-430 lot m174526. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m174526 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. D1: brand name d4: catalog number. D4: unique identifier (UDI) number h3 other text : device discarded; single-use device.

Manufacturer narrative:
D4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. B3: date of event from 02feb2023 to 02feb2022. B5: changed the year from 2023 to 2022 for all dates. H3 other text : device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed using kitted swab with nasopharyngeal sample on (B)(6) 2022. Confirmation testing via pcr (platform unknown) was performed at laboratory at hospital (B)(6) on (B)(6) 2022 and generated a negative result. Additional confirmation testing via pcr (platform unknown) was performed at cr diagnostics laboratory (B)(6)- sp on (B)(6) 2022 and generated a negative result. Additionally, testing with an unknown covid antigen was performed at (B)(6) on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded; single-use device.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed using kitted swab with nasopharyngeal sample on (B)(6) 2023. Confirmation testing via pcr (platform unknown) was performed at (B)(6) on (B)(6) 2023 and generated a negative result. Additional confirmation testing via pcr (platform unknown) was performed at (B)(6) - sp on (B)(6) 2023 and generated a negative result. Additionally, testing with an unknown covid antigen was performed at (B)(6) on (B)(6) 2023 and generated a negative result. No additional patient information, including treatment and outcome, was provided.